Event description:
It was reported during radial head surgery that, the surgeon was using a radial head plate and inserting the locking screw when the driver tip broke. The surgeon was unable to remove the broken piece, therefore it was left in the patient's body. The surgery was completed with no delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00680 for the driver involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.